Event description:
The customer observed a falsely elevated alinity I free t4 result generated for a patient sample. The following data was provided (customer¿s reference range 9.0 pmol/l ¿ 19.0 pmol/l): (B)(6) 2025 sample ID (B)(6) result = 39.2 pmol/l, result from 3 days earlier = 14.8 pmol/l. Additional laboratory data provided by the customer: tsh result = 0.1 miu/l (customer¿s reference range 0.35 - 4.94 miu/l). No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Data and information provided by the customer were reviewed and support the complaint issue. Return testing was not completed as returns were not available. Review of tracking and trending data for the alinity I free t4 assay did identify an increase in complaints. Additionally, an increase in complaint activity was identified for reagent lot 68382ud00. However, in house accuracy testing was performed utilizing retained kit of lot 68382ud00. All validity and acceptance criteria were met, demonstrating that the lot is performing as expected. Device history review did not identify any nonconformances, potential nonconformances, or deviations associated with the likely cause list number. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the alinity I free t4 reagent lot 68382ud00 was identified.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section a1: patient identifier complete entry: (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number: 07p70, that has a similar product distributed in the us with the same list number, and a 510k/PMA/bla number of k173122.

Event description:
The customer observed a falsely elevated alinity I free t4 result generated for a patient sample. The following data was provided (customer¿s reference range 9.0 pmol/l ¿ 19.0 pmol/l): on (B)(6) 2025, sample ID: (B)(6) result = 39.2 pmol/l, result from 3 days earlier = 14.8 pmol/l. Additional laboratory data provided by the customer: tsh result = 0.1 miu/l (customer¿s reference range 0.35 - 4.94 miu/l). No impact to patient management was reported.